Manufacturer narrative:
The hospital restarted the unit. After hospital restart, a ge healthcare service representative performed a power on / power off test and did not duplicate the reported issue. H3 other text: the hospital restarted the unit. After hospital restart, a ge healthcare service representative performed a power on / power off test and did not duplicate the reported issue.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction that could cause a system shutdown resulting in the loss of mechanical ventilation. There was no report of patient involvement.